Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer administered a manual injection to address the elevated bg level and reverted to an alternate method for insulin therapy.